Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for evaluation. The device history record of the product (B)(4) batch number 74l1500417 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. A CAPA file #(B)(4) was opened to perform a further investigation into this issue. According to the CAPA investigation, so far, the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. However, current stock of code (B)(4) batch 74f1600156 was inspected & tested and no issues were found related to this complaint. Additionally, the personnel from the assembly line were notified of this issue.

Event description:
The customer alleges that the adaptor is not threading properly into the oxygen fixture.